Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after getting a vibratory alert from his pacemaker. Upon interrogation, the right ventricular (rv) lead's impedance was found dropped and several rv lead noise episodes resulting in pauses were noted. The device had polarity switched as a result and was pacing and capturing in unipolar. The patient received a venogram to identify vein patency, and the patient was found occluded. Programming changes were made. The patient was stable.